Manufacturer narrative:
Na

Event description:
It was reported that the ventilator "went down" and sounds like the fan is running with a clicking sound. The ventilator continues to alarm even when off, the ventilator was on a pt. There was no injury to the pt when it stopped and continued to alarm.